Event description:
Customer reported receiving erratic readings on their freestyle lite meter. Customer reported receiving readings of 45 mg/dl, 199 mg/dl, 159 mg/dl and 209 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed, all results were within the range specifications and no errors were observed during control solution testing. According to the memory log of the returned meter, the values the customer received are 45 mg/dl, 199 mg/dl, 159 mg/dl, and 210 mg/dl within 10 minutes.